Event description:
It was reported that customer had unspecified "cartridge errors". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.